Event description:
It was reported by the sterilzation department that a gamma nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 7 months. Additional information received indicates that in this case bone healing was insufficient and non-union occurred. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related (insufficient bone healing / non-union after an implantation period of 7 months) contributed by an intra-operative damage by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole. No non-conformity was identified.

Event description:
It was reported by the sterilization department that a gamma nail broke.